Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a 51 yo female patient, initial left knee implanted on (B)(6) 2017, had extensive fusion and synovitis due to polyethylene particulate debris. She was thus indicated for operative intervention. At the time of surgery, there was found to be extensive thickened and inflamed synovium consistent with reaction to polyethylene particulate debris. All components are well-fixed. There is a very small area of osteolysis of posterior lateral femur. A 13 mm psc tibial insert was implanted. No device returns anticipated due to this being a legal case. No further information.